Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient developed endophthalmitis, red eye, swelling and decreased vision that occurred one month after the cataract extraction with intraocular lens (iol) implant procedure. Additional information provided indicating that the patient had conjunctival redness and swelling. No blood examination and no cultures were performed. An anterior wash was performed. The intervention was effective. The event outcome is improving.